Manufacturer narrative:
The cause of the reported issue was the therapy cable was broken inside the therapy connector. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device's therapy cable connector was broken and a piece was left inside the connector on the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device's therapy cable connector was broken and a piece was left inside the connector on the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was notified that due to a part obsolescence, the device cannot be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.